Event description:
It was reported that at 116,656 joules while using the side-firing surgical fiber during a prostate procedure, the fiber output was observed to be firing straight out of the fiber (forward-firing). The procedure was completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap is detached and not returned; the fiber proximal to fracture at the bevel edge can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the outer flow tubing exhibits mild contamination. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.